Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The dev ice was not returned for evaluation, however a video and a photo were received. Their visual inspection observed the reported leak from the pbp post pump line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after priming was finished and the blood was drawn on a prismaflex st100, the pbp tube started to leak water, and there were many air bubbles observed in the tube. This occurred in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.